Manufacturer narrative:
A product development investigation was performed. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed as part of this investigation. This complaint is confirmed. The screwdriver blade was received at customer quality (cq) with the distal tip sheared off. The sheared off fragment was not returned. The fracture angle is oblique and jagged. The most distal portion of the remaining stardrive is twisted significantly (approximately 45 degrees in the direction of resistance met during screw insertion). Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified as a result of the investigation. Relevant drawing was reviewed during this investigation. No product design issues or discrepancies were observed. Most likely due to application of insertion torque exceeding the shear strength of the strardrive tip. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted / explanted. Device history records review was completed for part# 03.130.010, lot# 9836615. Supplier: (B)(4), release to warehouse date: september 8, 2015. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of the finger on (B)(6) 2017 a stardrive screwdriver shaft/t4 50mm self-retaining tip broke off into the screw head. The tip of the screwdriver was removed from the screw, with another screwdriver the screw was implanted into the patient. There was no delay in surgery and the patient¿s outcome was reported as fine. Concomitant devices: screw (part #: unknown, part #: unknown, quantity 1). This report is for one (1) small universal chuck with t-handle. This is report 1 of 1 for (B)(4).